Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (B)(4).

Event description:
It was reported that three days after a device change out while the patient was still in the hospital the device alerted. A device check indicated high pacing impedance on the right ventricular lead. X-ray and fluoroscopy did not identify an issue. During the revision procedure the device was taken out of the pocket to check the connection, and when the leads were pulled, df-1 of the rv coil came off. The rv lead was reconnected to the device and the impedance was within range. The device remains in use. No patient complications have been reported as a result of this event.